Event description:
Fire dept personnel attended to a person diagnosed as pulseless and apneic. The pt had been complaining of chest pain throughout the day. A shock was advised by the device on three separate automated ECG analysis attempts. Each time the defibrillator began charging but allegedly failed to complete charging and displayed a "charge removed" message. An als crew subsequently arrived and administered 8 shocks. After arriving at the hospital, five additional shocks were administered. The pt was not resuscitated.